Event description:
It was reported by the prestataire that, while at an altitude of 3400 metres, the omnipod 5 controller/personal diabetes manager displayed glucose readings that were out of sync, displayed duplicate values, and there were also duplicate bolus doses that were not administered by the patient. It was not reported if the boluses were delivered to the patient. It was reported the patient experienced hyperglycaemia as a result; exact blood glucose values were not provided. Information regarding treatment was not provided. Additional information was requested from the reporter. No further information has been provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.